Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called technical support engineer (tse) to report a drifting issue with the universal surgical manipulator (usm). The customer had to stop the arm from moving for the clutch to engage. It was noted the issue occurred immediately after power up and persisted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) explained to the robotics coordinator that the or floors could be uneven and since the drifting is caused by uneven floors, they would need to make sure they stop the universal surgical manipulator (usm) where they want it and hold it until it locks. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.